Manufacturer narrative:
The insulin pump had no button response due to flattened dome switch on act button. The insulin pump had no button error alarms noted during testing. Unable to perform displacement, prime, basic occlusion, occlusion and no delivery tests due to no button response. The insulin pump had cracked battery tube threads, reservoir tube lip, case window display corner and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer reported that the act button was unresponsive. The customer's blood glucose was 500 mg/dl at the time of incident. The customer's blood glucose was 128 mg/dl at the time of call. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.